Event description:
Inserted catheter into patient's pulmonary artery and filled balloon in catheter tip with co2. Balloon tip popped due to heavy calcification in the blood vessel. Removed catheter and inspected balloon tip. Catheter was not defective; it burst due to calcification in the patient artery.